Event description:
It was reported that the procedure was to treat the tibial artery with heavy calcification and heavy tortuosity. A 2.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was used first without issue and then the 2.5x200 mm armada 14 was advanced with resistance noted with the anatomy and inflated once for 1 minute. There was an issue with deflation reportedly due to the anatomy. Negative pressure was held for 7 seconds and the balloon was fully deflated upon removal. There was resistance during removal with the anatomy. The device separated, leaving the tip of the device including the balloon inside the patient. A snare was attempted but unsuccessful. The piece remains in the patient and they are being monitored but were not hospitalized additional time and they are stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty advancing the device, difficulty removing the device, balloon separation, unexpected medical intervention and foreign body in patient appear to be related to circumstances of the procedure; however, a conclusive cause for the reported deflation issue could not be determined. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device. Additionally, possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Furthermore, it was reported that the balloon interacted with the patient¿s challenging anatomy resulting in the reported difficulty removing the device and the balloon ultimately separated. Additionally, treatment with a snare device was performed in an attempt to remove the separated balloon, however, it was unsuccessful. The separated portion of the balloon remained in the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.